Event description:
The physician did not feel the pain was coming from the metal object they think may be the metal tip of the catheter. They turned off the stimulator and it took about 2 weeks for the symptoms to subside. They turned the stimulator back on again about 3 weeks ago and are waiting to see if the symptoms return. With the stimulator on the patient is getting excellent pain coverage.

Manufacturer narrative:
(B)(4).

Event description:
Following events reported in MFR report # 3007566237-2012-00810: it was reported that on (B)(6) 2011 patient complained of some pain and tingling on the left lateral chest area and down the inner left leg. Healthcare provider decided to rule out stimulation issues; lead migration was ruled out via an x-ray. On (B)(6) 2012 patient reported to still have the tingling/pain in the same areas and had developed some difficulty in walking. The stimulator was adjusted but with minimal relief and was turned off with all parameters set to lowest allowable limit. As of (B)(6) 2012, patient continued to experience tingling down his left inner leg and lateral left chest, described like 'putting your tongue on a battery'. X-rays were repeated and were normal. On (B)(6) 2012, a CT with dye study was done to rule out intrathecal granuloma and it came back normal. On (B)(6) 2012, a myelogram was done and showed a small metal object in the lumbar region that appeared to be in the shape of a screw. The healthcare provider (hcp) looked at previous x-rays and CT scans and this appeared in all films in the same area since the attempted catheter revision in (B)(6) 2004; however none of the reports, until this myelogram, made a note of it. It was noted that since the pump did not have any screws that may come loose, there was the possibility of the metal tip of the catheter perhaps becoming dislodged during the many attempts of placing a catheter back in 2004 (once again please refer to MFR report # 3007566237-2012-00810). The plan was to repeat the CT and determine if the metal object was in fact sitting in the intrathecal space. The pump was infusing hydromorphone 164 mcg/ml, 87.37 mcg/day and bupivicaine 7.2 mg/ml, 3.836 mg/day; bolus dose: hydromorphone 19.01 mcg and bupivicaine 0.8347 mg per bolus to a max of 6 boluses per day. It was later reported that the patient was feeling that his back and leg pain were more now, which per the hcp he had for several years but was not being treated by the pump or scs (spinal cord stimulation). It was specifically felt that the "decrease in the bupivacaine had caused this due to the decrease in the freezing effect". A follow-up report will be provided if additional information becomes available.

Manufacturer narrative:
Pump model/serial# unk, implanted: (B)(6) 2003, explanted: unk; catheter model/serial #:unk, implanted: (B)(6) 2004, explanted: unk. (B)(4).